Manufacturer narrative:
(B)(4). The ventilator was received in house at a carefusion authorized service center. The ventilator is in the process of being evaluated, once results are available, a follow-up medwatch report will be submitted.

Event description:
It was reported by the customer that after working on a patient, she placed the patient back on the ventilator and the ventilator kept alarming "disc/sense" and was not triggering any breaths. The nurse was called to bag the patient while she got a new ventilator. There was no report of any patient harm associated with this complaint.

Manufacturer narrative:
Results of investigation: this device was evaluated by a carefusion authorized service center. The service technician ran the unit for days and could not duplicate the reported issue. There was no failure detected.